Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refz3626 showed one other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility in the united kingdom.

Event description:
It was reported that the PICC became to leak at the insertion site when the patient was receiving treatment. The PICC was removed. No other information was provided.